Manufacturer narrative:
Reference associated MDR # 2016493-2014-00436 for the pump module complaint. Conclusion: no available code for undetermined or unknown cause. The customer's report of a secondary infusion infusing faster than expected was confirmed. Inspection of the returned pump module found no issues related to the reported event. Rate accuracy testing on the pump module found it to be working within specification. Analysis of the pcu logs showed that the pc unit was powered on (B)(4) 2014 at 9:38 am and the source pump module was attached a few seconds later. At 3:11 pm the user programmed the pump module for a secondary infusion using guardrails drugs for the drug penicillin g. The user started the infusion a few seconds later, infusing at a rate of 100ml/hr and a vtbi of 100ml. At 3:30 pm the user powered off the pump module. The system recorded a volume infused of 31.056ml for the 19 minute infusion. Testing of the returned administration set indicated a failed result. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle was identified to be acrylic. The root cause of the check valve failure is due to an acrylic particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the acrylic particle was not identified.

Event description:
The customer reported a secondary infusion of penicillin g infused faster than expected. The intended programming was 100ml/hour with vtbi 100ml. The infusion started at 1511 and the entire bag infused in approximately 18 minutes and it should have infused over 1 hour. The user noted the secondary bag was 50ml instead of 100ml bag that they generally hang for this medication. There was no report of patient harm or medical intervention. Although requested, no additional patient/event details were provided.